Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that when attempting to remove the tissue from this right ventricular lead during a normal device replacement procedure the physician unintentionally damaged the lead and a fracture was noted. Measurements were performed and revealed out of range pacing impedances after the damage to the lead occurred. A new lead was attempted to be implanted but the vessel of the patient was occluded. The implant would not be continued and a decision as made to implant a new system on the other side at a later date. The old right ventricular lead was surgically abandoned and the device was explanted. No adverse patient effects were reported.